Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received an scs system including one surgical lead in a cervical placement. It was reported the procedure was completed, and in recovery it was discovered the lead had shifted to the left and was no longer providing bilateral coverage. A CT scan was performed which confirmed the migration. The physician opted to reposition the lead on (B)(6) 2012. F/u identified the pt was well, and the issue was resolved. The pt received bilateral coverage postoperative.